Event description:
In february or march of 1997, a patient (approximatley 120kg weight) was implanted with anterior isola system with open screws from l5-s1. Approximately 3-4 weeks after initial surgery a screw fractured. The patient was reoperated to remove the broken screw. The patient was successfully implanted with a longer open screw.